Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). Investigation results: a visual examination of the complaint device noted that the bushing was slightly bent. A functional evaluation was performed and the device was opened and closed within specification. This failure is likely due to interactions that took place during the procedure preparation, between the user and device, which may have caused or contributed to the observed failure. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during preparation on an unknown date. According to the complainant, during unpacking, the clip was bent. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results showed that the bushing was slightly bent; therefore, this is now an MDR reportable event .